Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) devices. It was noted that patient experienced discomfort. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. Additional information was received that the explanted devices were disposed by the medical facility.

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) devices. It was noted that patient experienced discomfort. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7079694/7079200.